Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: an original spinal fusion in t8-sai fixation was performed to treat parkinson's disease on an unknown date. A revision procedure was performed for unknown reason on an unknown date. It was found on an unknown date that the rod (179762480) had been broken off. The rod was implanted on (B)(6) 2016. But it is not known whether (B)(6) 2016 was the original procedure date or the revision procedure date. The 2nd revision procedure was performed to replace the rod in question. The surgeon commented that the rod breakage might have resulted inevitably due to the patient's primary disease, parkinson's disease. No further information is available. Concomitant device reported: unk - mono/ polyaxial screws (part # unknown, lot # unknown, quantity 1), concomitant device reported: unk - locking/ set screws (part # unknown, lot # unknown, quantity 1). This report is for one (1) rod, 480 mm. This is report 1 of 1 for (B)(4).